Manufacturer narrative:
The product was not returned to oasis medical for analysis. The customer was not going to return the product. The customer did not know the lot numbers or specific product codes/numbers. The customer only referred to the product line as pe slit knives. This problem is the same as recall and we have since expanded the recall to include these products. The recall was expanded on 07/12/2007.

Event description:
Oasis medical received an email from a customer stating that they "within the last 2 weeks we had at least 7 surgeons complaining about the quality." There were no formal complaints filed with the customer for any of these complaints mentioned. Oasis medical followed up for further info regarding the complaints. We were informed that none of the doctors used the product and noticed that upon opening the product that the knife had punctured through the foam and pierced the packaging. These complaints were all regarding the oasis medical pe slit knife.